Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/22/2015.device evaluation: the device has been returned and evaluated by product analysis on 04/13/2015 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed pump reboots and eaw 128 and eaw 088 alarms. The returned battery cap was able to secure onto the pump, and the pump powered on with the returned battery cap. The battery cap contact measured within specifications. The pump was exercised for 24 hours with power interruptions or duplicated alarms. The pump was opened and no additional moisture was observed on the internal components of the pump. Unrelated to the initial complaint, the battery compartment was cracked with evidence of moisture inside. The leak test failed due to a battery compartment leak. Also unrelated, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.